Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which resulted in the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was implanted without being interrogated. Following the procedure, the device was interrogated for the first time and displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity. A revision procedure was performed and this device was explanted and replaced on the same day as implant. No additional adverse patient effects were reported.